Event description:
It was reported that patient's stimulation was off at the time of the report and that the stimulation was turning off. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer; patient product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Follow up information reported that the patient had no concerns with their device therapy. If additional information is received, a follow up report will be sent.